Event description:
Right breast implant removed from right breast, appeared ruptured. Sent to pathology lab (implant was sticky gelasterious material). The 1985 implant was done at another hospital. Original labeling and product materials are not available. Information was taken from the operating room report from the hospital, recorded at the time of implantation. We are also unable to find any information on this manufactureinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: material degradation/deterioration. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded, use of all similar devices stopped permanently. The device was destroyed/disposed of.